Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported data acquisition (da) issue. The manufacturer¿s international service technician replaced the da printed circuit board assembly to address the reported problem. The unit was checked overall, "run in" tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer reported a ¿check vent: proximal pressure sensor auto-zero failed¿ (error code: 110b) occurred. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 07jan19, date rec¿d by MFR : 04jan19. It was determined upon review of this record that the initially reported issue is not deemed reportable. This correction is being filed to rescind the initial report sent 21dec18 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.